Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited impedance and threshold changes; a micro-dislodgement was suspected. The patient did not experience any adverse effects. The physician elected to take no action at this time. The patient would continue to be monitored.